Manufacturer narrative:
Implant and explant dates: if implanted or explanted, give date: not applicable, as lens was not implanted. The preloaded delivery system was received at the manufacturing site for investigation. The plunger was in advanced position and locked. The cartridge was correctly engaged to the device. No assembly error and/or defect related to manufacturing process were observed. Visual inspection at microscope magnification was performed: lubricant material residue was observed in the device. The intraocular lens was stuck at the cartridge tip with the leading haptic exposed out of the cartridge. The cartridge tip was observed cracked and deformed. The reported issue was verified. However, the condition in which the sample was received indicates that the sample was handled and prepared for surgical process. Based on the analysis there is no indication of product quality deficiency. Manufacturing record review: manufacturing record review of the production order and related document revealed that the product was manufactured and released according to specification. There were no non conformances with respect to the manufacturing process. Historical data analysis: the search in complaint history revealed that no other complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was initially reported that the cartridge of the preloaded delivery system (model pcb00) was ruptured. Additional information was received and it was learnt that the cartridge tip was cracked. There was no patient contact. No further information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA:(B)(4).